Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was observed during review of the device data logs.. The device was put through extensive testing, which included daily/weekly/monthly self-tests without duplicating the customer's report. The g5 main board was replaced as a precaution. The customer's report was duplicated and attributed to the integrated circuit on the main board. The integrated circuit was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed the power-on upgrade and failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.